Event description:
The report states that during a procedure, the device stuck to tissue. Another instrument was used to remove the device from the tissue. The surgeon stated that at the time of the incident, he had a large, tough tissue bundle inside the jaws. There was no bleeding or patient injury.

Manufacturer narrative:
The incident device has been received, and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.